Event description:
An initial report was rec'd on (B)(6) 2013 was - "issue with osvii" add'l info was requested. On (B)(6) 2013, add'l info rec'd was described as: "the valve was primed with saline and connected to the proximal ventricular catheter. No flow of csf (cerebrospinal fluid) occurred from the distal end. The surgeon disconnected and checked. The valve appeared to work. On reconnection again there was no flow. The valve was removed and a new osvii was primed with saline and connected to the proximal catheter. Csf then flowed from the distal shunt tubing." The pt did not incur an injury as a result of this event however, the event increased the surgery time by 30 minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.